Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarms noted. The pump functioned properly. The motor was tested outside the device and passed. The pump was received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with syringe of insulin. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer did not report motor position encoder error. The customer was advised to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.